Event description:
Screws implanted with alif at l5-s1 were noted as broken on x-rays and a myelogram. The screws appear to be broken at the mid-point and are embedded in the bone (s1). To date, revision surgery has not been scheduled.